Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states that sometimes their display goes completely blank. The customer's blood glucose level at the time of incident was unknown. The customer states there may be cracks or scratches on the screen and cracks on the battery compartment. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected blank display anomalies noted during testing; no punctures on the isolation tape on the lcd board noted. The insulin pump passed displacement test and off no power test. The operating currents are within specifications. However, the insulin pump was received with minor scratches on the lcd window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube.